Manufacturer narrative:
H10: h3, h6: the unit used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product instructions for use found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the wand is supplied sterile. The wand is intended for single use only.do not clean, resterilize, or reuse the wand as this may result in product malfunction, failure, or patient injury, which may also expose the patient to the risk of transmitted infectious diseases. Please refer to the instructions for use associated with each wand type for specific information concerning wand use. Error - controller powered on with re-used wand - e8: wand error visual inspection of the rf12000, q2 controller s/n:qr0q000k6m the warranty seal is not broken and in its original condition; the manufacturing date of the controller is rev. Q ¿ 2018. No visible manufacturing abnormalities were found; the quantum 2 controller was powered on with a foot pedal device (p/n10863) and a test wand (p/n asha4830-01, lot#fn05520-a) and the message ¿press any button¿ appears; an error e-8 immediately was displayed as reported with with an acousical alarm sound and a red attention led; the failure message could not be reset; the complaint was verified and the root cause could be associated as an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, there could have been a power surge to the controller which could have caused it turn on/off triggering the connected peripherals. Internal complaint reference: (B)(4).

Manufacturer narrative:
Reference: (B)(4).

Event description:
It was reported that during a rcr surgery, internal to the patient, the quantum ll controller was not working. It displayed an e8 error code. The procedure was completed without delay using a competitor device (stryker) and open procedure. No patient injury or other complications were reported.